Event description:
A zoll distributor returned battery charger/modem sn: (B)(4) to report that the charger/modem was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn: (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon evaluation, the battery charger/modem would not charge a battery pack. The cause for the failure was isolated to liquid contamination on the battery board. The cause of the inability to charge was the liquid contamination. The root cause for the liquid contamination was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.